Event description:
It was reported that the patient presents in surgeon office unable to walk on his rtka. Implants appear to be stable and well fixed and stability seems satisfactory, however patient can grossly hyperextend. Patient states knee was put in in 2010. No records could be found under his name. Once the knee is exposed, ps post is found to be broken. Size is identified on the implant and a thicker insert is placed and stability is quite good. Patella is native but does not track well. A lateral release is performed and a patellar component is placed. No malalignment was noted, tibial and femoral components are appropriately sized and well fixed, and no poly wear is found. No patient harm occurred. Surgeon believes that patient must have developed some laxity over time and that laxity lead to increased stress on the post, causing breakage. Doi: (B)(6) 2010. Dor: (B)(6) 2023. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). No device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.